Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic piece from the monopolar curved scissors (mcs) sp instrument was missing. It was also confirmed that it cannot be x-ray detectable. It is transparent to an x-ray but they may see a shadow. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter in pr (B)(4) and obtained the following additional information: the initial reporter said that the procedure was completed robotically with a backup instrument. It is unknown if the fragment was retrieved during the procedure.